Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed. The patient developed skin necrosis after the procedure that was treated with silvadene cream. It was noted the physician was unsure if the skin necrosis was related to the procedure. It was also reported per computerized tomography (CT) scan and magnetic resonance imaging (MRI) rectal wall infiltration was diagnosed. The patient's outcome is unknown.